Event description:
It was reported that during an unspecific procedure, the nc monorail ptca catheter broke and the balloon remains in the patient. The lesion being treated was a moderately calcified, 75% stenotic lesion in the left anterior descending (lad) coronary artery. After crossing the lesion with a guidewire, the lesion was predilated with a 2.5mm x 15mm maverick2 monorail ptca catheter and a 3 .00mm x 18mm cyper stent was implanted. Post dilation was performed using the 3 .25mm x 9mm nc monorail ptca catheter. After nc monorail ptca catheter balloon deflation, the operator felt resistance during balloon withdrawal. The nc monorail ptca catheter delivery system distal portion of the shaft broke and the balloon detached. It was not possible to remove the balloon. Coronary artery bypass grafting was used to attempt to retrieve the balloon, but only the shaft was successfully retrieved. The balloon remains in the coronary. During the procedure, the patient had chest pain, hypotension and he needed an intra-aortic balloon pump. Currently, the patient has undergone 4 bypass succcessfully. He currently presents fever, positive hemoculture for bacillus gram-, pleural effusion and "paroxystic" atrial fibrillation.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.